Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: heli-fx guide, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with a valiant aortic cuff for the endovascular treatment of migration in a non-medtronic stent graft in a 66mm abdominal aortic aneurysm. It was reported on the date of the index procedure the patient was diagnosed with peripheral ischemia with a change in lower extremity pulse noted. A right femoral thromboendarterectomy patch angioplasty was performed and the event resolved. One day post the index procedure the patient experienced bleeding with a diagnosis of anemia leading to thrombocytopenia. This event remains untreated and unresolved. It was further reported the patient became febrile on day 2 post index procedure with high fever noted and resolving with treatment. On day 3 post the index procedure the patient was diagnosed with a cardiac arrythmia from a reported elevated heart rate. This resolved without treatment. Per the investigator all events were determined as related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: ha-18-114; s/n: unknown; use by date: unknown; upn # unknown if information is provided in the future, a supplemental report will be issued.